Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR: 2134265-2018-01248. It was reported that the patient experienced st elevation and sub subsequently an air embolism. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system along with a watchman® access system were selected. The close device was deployed and the patient experienced transient st elevation and hypotension. There were no issues with the device. The device met pass criteria and was released. A tee was performed and an air embolism was noted in the left atrium. There were attempts to remove the air via the pigtail catheter and then also an electro-access was obtained and a catheter was used to aspirate and remove the air. The patient woke up from the procedure neurologically intact.

Manufacturer narrative:
Device evaluated by manufacturer. Examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds) with a dilator inside the sheath along with a watchman access system (was). The hub, valve, sheath, and tip were inspected. Inspection revealed tip damage (inverted tip). Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MFR: 2134265-2018-01248. It was reported that the patient experienced st elevation and sub subsequently an air embolism. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman laa closure device & delivery system along with a watchman access system were selected. The close device was deployed and the patient experienced transient st elevation and hypotension. There were no issues with the device. The device met pass criteria and was released. A tee was performed and an air embolism was noted in the left atrium. There were attempts to remove the air via the pigtail catheter and then also an electro-access was obtained and a catheter was used to aspirate and remove the air. The patient woke up from the procedure neurologically intact.